Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused precedex (0.7mcg/kg/hr (18.5 ml/hr)) during delivery to a patient. A new bag was hung with a volume to be infused of 95ml. The pump was alarming infusion complete but upon inspection of the bag about 70%-80% of volume still remained in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: a review of event history log revealed multiple occurrences of infusions at recommended parameters.